Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted (B)(6) 2013. (B)(4).

Event description:
The patient presented after a syncopal episode. Intermittent non-capture was observed on the right ventricular (rv) lead along with fluctuating impedance. Reprogramming was completed and the patient was discharged but returned the next day after another syncopal episode. The lead was then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. (B)(4).